Manufacturer narrative:
This is a report of use error in which the patient did not sufficiently tighten the connection between the supply line and the bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three. The patient was connected at the time of the alarm. The supply bag disconnected due to a loose connection between the supply line and the supply bag. The patient did not have it on tight enough and became disconnected which caused the leak. The patient stated there were no issues with the connection on the supply line or the supply bag. The technical service representative (tsr) advised the patient air had entered the setup. The tsr had the patient cycle the power on the homechoice. The tsr had the patient close the clamps/transfer set and cycle the power to advance the homechoice to press go to start. The tsr advised the patient would need to start over with all new supplies or use manual supplies to complete therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.